Event description:
Welch received an initial report from a facility with an allegation of the wall transformer system, mounted near the head of the bed, had fallen off the wall. The weight of the mount caused it to fall forward and strike a pt in the head. The pt presented with a minor soft tissue injury with no fractures.

Manufacturer narrative:
Welch allyn is reporting this event in an abundance of caution as it is unclear whether the device or incorrect installation of the device or some other factor caused the event. A f/u report will be submitted when the eval is complete.